Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited acoustic lens damaged, foreign material in the distal end, and the forceps could not be inserted. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign material remained in the distal end cover due to channel damage and a leak that prevented complete reprocessing. The most likely cause of the damaged lens and not being able to insert the forceps was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.